Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that this annuloplasty ring was implanted and explanted during the same procedure. A transesophageal echocardiogram (tee) determined that there was severe mitral regurgitation. The ring was replaced with a tissue valve from another manufacturer. No additional adverse patient effects were reported.